Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a picture was provided and visually inspected. The reported leak was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the first minute of treatment with a polyflux 140h dialyzer, an external fluid leak was observed near the fluid import port. There was no patient injury or medical intervention associated with this event. No additional information is available.